Event description:
During placement of a percutaneous endoscopic gastrostomy tube it was reported that the feeding tube broke at the dilator connection after passing the external mouthpiece. The breakage resulted in the tulip tip portion of the feeding tube lodging in the esophagus. At that point rat tooth forceps were used to immediately retrieve the feeding tube. The procedure was completed using a second gastrostomy tube. The pt was reported to be in stable condition.